Manufacturer narrative:
Result: footboard panel was cracked with vectors and no scale or bed exit functions available.

Event description:
It was reported by service report that the footboard was cracked with vectors but no sharp edges, and no scale or bed exit functions available. No patient involvement or adverse consequences were reported.